Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately six months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-70, serial: (B)(6), batch: 5110930.

Event description:
It was reported that patient spinal cord stimulator lead had impedances. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well post operatively. The explanted device will not be return.